Event description:
It was reported when using the pyxis medstation es system was not detected on the communication bus. The customer reported that the nurses were unable to access harpsycru_aux 3.1-a1, a2, a3, a4, a5 due to the error message 'device not detected on bus'. There were urgent medications in these pockets, and if this issue persists, it will affect the workflow and patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the auxiliary half-height pockets were missing from row a on the bus. A field service removed all pockets and cleaned the debris from the tray to resolve. The system functioned as intended after the field service engineer troubleshooted the device.